Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for high blood glucose levels. Customer's blood glucose level was 600 mg/dl when they arrived at the emergency room. Customer could not get their blood glucose level down. Customer was given insulin shots and was released when stable. Call was disconnected. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.